Event description:
The event is reported as: complaint description: jaw of applier broke during use. No pt injury reported. Requested additional information.

Manufacturer narrative:
No device sample is available for investigation.